Event description:
The patient presented to the emergency room with no atrial capture at 7.5 v, 1.5 ms. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.